Manufacturer narrative:
The event took place outside the united stated (in france) and was associated with a product that is also cleared for the market in the united states.

Event description:
The patient was revised due to a dis-association on (B)(6) 2022. The primary surgery was probably in (B)(6) 2022. A cup, a metaglene and glenosphere were explanted. A cup, a glenosphere and a metaglene were implanted.